Event description:
It was reported that during an unknown procedure, the device displayed an error code. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the dh105 device was returned with the blade scratched and cracked at the first node. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statments were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigations is warranted.